Event description:
As reported, the catheter split is larger than usual of a 6/7f mynx control vascular closure device (vcd) so it "seems it split more prior to deployment and the sealant swelled so that button #1 could not be replaced". Hemostasis was achieved with manual compression. There was no reported patient injury. The device was used in an interventional procedure. The device was used with an unknown 6f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was inspected for damages when removed from the package and there were no damages noted to the packaging or device at that time. The device was stored and prepped per instructions for use (IFU) and opened in a sterile field. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: product evaluation revealed the sealant of the mynx control was prematurely exposed.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. H3 other text : this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer considered reportable. Malfunction code of ¿mynx control system ¿ deployment difficulty ¿ premature¿ no longer applies. However, due to system limitations, a code must be inserted into section h6: medical device problem code. Therefore, 1484 was inserted.